Event description:
It was reported that foreign material was found inside the sterile packaging.

Manufacturer narrative:
Alleged failure: there was a fluid leak into the battery compartment, which in turn leaked back out of the battery compartment. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be fluid ingress. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found inside the sterile packaging.